Event description:
It was reported that during use foreign matter was discovered on the needle tip with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: fm was on the needle tip.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs provided. Bd received a 20ga insyte autoguard unit within an open package from lot number 9052990. The needle-barrel assembly was received fully retracted. Through the visual microscopic evaluation, a speck of black material was found on the tip of the catheter. The reported issue was confirmed. The spectral analysis shows that this material is most likely polyethylene/ethyl acrylate copolymer mixed with silicone. Polyethylene is vent plug material and the silicone is used on the catheters as a lubricant. The foreign matter is unlikely polyethylene/ethyl acrylate foreign matter that would have come from plug shavings. The origin is most likely environmental. This was physical/mechanical evidence to confirm and support a manufacturing process related issue which appears to environmental related. A device history record review showed no non-conformances associated with this issue during the production of this

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use foreign matter was discovered on the needle tip with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: fm was on the needle tip.